Event description:
It was reported the patient¿s trial started the day prior to report and they were increasing their stimulation higher and higher the night prior to report and they weren¿t feeling stimulation, so they shut it off while they slept. It was stated the patient turned stimulation back on in the morning and they could feel stimulation slightly but they had it as high as it could go. Additional information stated the trial peripheral nerve evaluation (pne) lead fell out prematurely. It was stated the patient was planning on a permanent implant due to the success seen during the brief pne trial.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).